Event description:
It was reported that "the pump was connected to a pt without problems." At an unspecified time later the pump sporadically showed a failure message 3 (2). Mipm was informed and "changed the cpu board art. No. 7100p534 rev.o. Mipm made a pretest and everything was ok." There is no information about the iab used or the pt. The sales rep. Is hoping to get information "if a backup pump was used."

Manufacturer narrative:
Follow-up report will be filed if add'l information becomes available.